Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed the self test. The customer¿s blood glucose was 19.6 mmol/l. The customer stated that the blood glucose was due to steroids that he was taking; already corrected and there was no need for troubleshooting. The insulin pump was exposed to battery fluid. Customer stated that the battery cap was damaged. The customer was advised to insert new, fully charged aa battery and tighten battery cap. Customer stated that the home screen appeared on the display. The customer was advised to perform self test and the test was not passed. The customer stated that the insulin pump was not vibrating. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will not be returned for analysis.